Manufacturer narrative:
(B)(4). Date sent: 5/11/2021. Investigation summary: call home was reviewed for system nm20nea00778 on (B)(6) 2021. A (B)(4), nm19ncb85993, was connected to channel 1, tested successfully, and put into tissu-loc. An ablation was set to 7:00, 65w. The ablation completed without error. The average temperature was 100c. No other issues were seen. No device was returned to neuwave for further investigation since it was discarded. The root cause is unknown.

Manufacturer narrative:
Pc-(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Can details be provided on the pre-ablation abdominal surgery and tumor resection mentioned in event? What was the location of the tumor being ablated? Was a single probe being used or multiple? Where was the hole and biloma located in relation to ablation site? How was the biloma and hole treated? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the physician was performing a liver mwa on (B)(6) 2021. He used us guidance to place needle and confirmed with CT. He also used CT to monitor during ablation. Pr 15 probe was used and was over 6cm into the liver during entirety of ablation. 65 watts and 7 minutes was ablation time and power. He did not notice anything out of the ordinary on post-ablation scan. Pt returned for fu on (B)(6) 2021 and it was noted on CT that patient had "a hole in the liver and a huge biloma." Unbeknownst to him, patient had been complaining of severe abdominal pain for several days prior to follow up. Pt did have an "abdominal surgery and tumor resection 4-5 day prior to mwa.